Event description:
Procedure: proctectomy. According to the rptr: while firing, a strange noise occurred from the device. Although the device was fired completely, tissue was not closed properly. The procedure was completed with another device and add'l tissue was resected.

Manufacturer narrative:
(B)(4)